Manufacturer narrative:
Executive summary of the initial med watch report indicates a customer contacted stryker to report that their device would not provide defibrillation shock when attempted. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event. Section b5, executive summary of the initial med watch report should indicate a customer contacted stryker to report a non-critical issue with their device. During inspection, by stryker, it was observed that their device would not provide defibrillation shock when attempted. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event. The device was put in retention by stryker. A root cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device would not provide defibrillation shock when attempted. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not provide defibrillation shock when attempted. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.